Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem. The rse identified that the wireless foot switch (wfs) charger was defective and needed replacement. To resolve the reported issue, a new charger for the wfs was ordered/shipped to the customer. No onsite service was performed by philips. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch power supply was defective. No harm was reported to philips. Philips has started an investigation of this complaint.